Event description:
It was reported that a caller experienced a shattered touchscreen on their insulin pump following a car accident, rendering the device unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, although the customer was unable to provide the pump's serial number, as it was handed over to emergency personnel and likely discarded due to its damaged condition. The customer, residing in florida, planned to contact local authorities in south carolina regarding the pump's whereabouts. Furthermore, the customer was advised to explore filing an insurance claim for the damaged pump, as it could not be replaced under warranty without being returned.